Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted (B)(6) 2000. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data showed the battery indicator signifying that it is time for device replacement. The device reached the elective replacement indicator (eri) on (B)(4) 2016.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.